Manufacturer narrative:
(B)(4)

Event description:
It was reported that the patient presented in the emergency room after receiving inappropriate hv therapies due to noise. Programming changes were made until resolution. Later, device was disabled and patient was given life vest. Lead was explanted and replaced successfully. Conductor fracture was suspected. Patient's condition was stable post-procedure.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. Externalized conductors due to insulation abrasion were noted at 8.4-11.4cm from the distal tip. Internal insulation abrasion was noted at 11.5-11.8cm from the distal tip. Internal insulation abrasions under the rv shock coil were noted at 5.5-5.6cm and 6.1-6.7cm from the distal tip. Internal insulation abrasion under the svc shock coil was noted at 19.2-19.3cm from the distal tip. The etfe coating was intact at these locations. Internal insulation abrasion was noted at 13.8-15.3cm from the distal tip. The sensing conductor etfe coating was abraded at this location. This is consistent with the observation from the field of noise and inappropriate hv therapy. Externalized conductors was already reported on this product in manufacturer report number 2938836-2013-06724.

Manufacturer narrative:
Date of event : (B)(6) 2016. Date received by MFR: (B)(6) 2016.